Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the broken lens occurred due an excessive use. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the intended procedure was completed.

Event description:
It was reported, the rigid arthroscope had a cracked lens. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the lens was cracked due to user mishandling. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: moisture was found, outer tube was bent on the proximal end, and objective window had dents on the end and fiber breakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.